Event description:
Caller reports that patients reportedly received the following results on the inform system, using comfort curve strips, within 10 minutes: hi (greater than 601 mg/dl) and 144 mg/dl - patient 2 no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, caller states that she no longer has the test strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.